Event description:
It was reported that during implantation of the iol (intraocular lens), when the lens was leaving the cartridge, the haptic element got stuck and came off. The cartridge tip was in contact with patient's right eye. Through follow-up, it was learned that they performed a visual inspection of the lens before loading and no damage was found, but during implantation, the second haptic element got stuck and came off. Presumably, there was a hidden defect that did not allow the iol to pass through the system. No further information was provided.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Brand name: unknown, as the lot number was not provided. Model number: unknown, as the lot number was not provided. Catalog number: unknown, as the lot number was not provided. Lot number: unknown, as information was not provided. Expiration date: unknown, as product lot number was not provided. UDI #: unknown, as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Initial reporter telephone number: (B)(6). PMA/510(k) number: unknown, as product lot number was not provided. Device evaluated by MFR: the cartridge has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as product lot number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.